Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, dob & weight not provided by reporter. Unknown when infection started. This report is for unknown screws/unknown lot number. Unknown if device is/not expected to be returned for manufacturer review/investigation. (B)(6). G5 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate broke on the patient post operation causing infection, need for removal operation. Surgery time was not extended. Diagnosis - fracture left zygomatico facial complex following fall, treatment - elevation left zmc with fixation at left z-f suture 0.5mm 5 hole with 4 screws - this is the plate that fractured, left infra orbital rim 0.5mm with 5 screws - still in-situ, presented with repeat infections at incision site, at op plate was fractured through the middle (of 5) hole where there was no screw as this was over the previous fracture site, underlying bone had healed. This report is 2 of 2 for (B)(4).